Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure in the esophagus, performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the first two bands were deployed normally; however, the third band could not be deployed, and it appeared to be twisted which could not rotate the handle properly to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands overlapped and the white band was damaged.